Manufacturer narrative:
There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. H6. Investigation-based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis.

Event description:
As reported by legal brief, on (B)(6) 2011, patient underwent left knee replacement surgery where he was implanted with an optetrak logic ps polyethylene tibial insert in the left knee. Patient continues to experience pain in his left knee, and patient plans to proceed with left knee revision surgery as well to remove the recalled tibial insert.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Clinical codes, impact code, medical device problem code, component code. D10: (B)(6) 02-012-41-5050 - logic tibia traptray cem sz 5f/5t. (B)(6) 02-010-01-0250 - logic femoral ps cem left sz 5.

Event description:
It was reported via legal documentation that approximately 154 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, implant pain and instability. Revision surgery operative notes were provided. Post operative diagnosis noted aseptic loosening, instability. Intraoperatively the surgeon observed an intact patella component but with signs of wear. It was noted that it was elected to explant due to the recall. It was noted the polyethylene was significantly worn with pitting. The surgeon observed the femoral component deboned from its cement mantle, and after removing, observed significant bone loss respective to the lateral condyle. The tibial tray was found to be intact and not loose. No surgical or medical interventions were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.